Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The customer returned a meshgraft ii device for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated this meshgraft ii one time. The last repair was july 13, 2016 where it was reported that the device was sent for preventive maintenance and the roller kit and handle kit were replaced. This is not a related issue. Initial qa inspection of the meshgraft ii by medicrea revealed that the cutter was damaged. Repair of the meshgraft ii was performed by medicrea on (B)(6) 2017 which included replacement of the cutter kit. The meshgraft ii was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since the device was returned to medicrea facility for annual standard maintenance. During initial inspection it was noted that the cutter failed. The root cause that the cutter failed cannot be specifically determined with the provided information. The issue was resolved with the replacement of the cutter kit. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It is reported the meshgraft was sent in for annual standard maintenance. Upon it's return to medicrea, the cutting roll seemed worn/used and the cutter failed a test mesh. No adverse events have been reported as a result of this malfunction.